Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient stated that the implantable neurostimulator (ins) was not holding a charge, with the charge dropping to 0% after being charged, and that the battery decreased by 20% overnight. The patient also reported a heat sensation in the head at the lead site and stated that the issue began within the past week after a therapy settings adjustment. Patient also mentioned that they were told that they only needed to charge their ins once a week. The agent noted that patient was difficult to understand due to speech. Recharge interval information was reviewed, and the patient was redirected to a healthcare provider for further evaluation.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.